Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The customer was disconnected from the insulin pump while staying at the hospital. The customer stated, she attempted to lower her glucose level by changing the infusion set with no results. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms occurred before the event. Also, the bolus history shows only one bolus done earlier the day of her admission, but no other boluses were showing. Ran a fixed prime test and the insulin did exit. The customer called back to perform the high press test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.